Manufacturer narrative:
Investigation - evaluation: cook was informed of an incident involving a cook bakri postpartum balloon (rpn: j-sos-100500). As reported, maternity contractions were weak resulting in blood loss of about 750 ml. The doctor tried to stop the bleeding using gauze tamponade and contraction enhancing drugs, but the hemostatic effect was not satisfactory and the bleeding was still about 110 ml. A bakri balloon was then used for hemostasis. The doctor placed the balloon transvaginally, anteriorly at the tip of the oval forceps clamp. No test was performed before using the balloon. About 200ml of water was injected, and a leakage was found. After the leakage, the patient lost about 200 ml of blood. The total blood loss was about 1,060 ml. No blood transfusion was administered. The procedure was completed by replacing the balloon with a new one. No adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned for evaluation. The device was visually inspected, and no damage was observed. The balloon was inflated with colored water, and a leak was observed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR found no related non-conformances reported for lot. A complaint history database search showed two other related complaints for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1 - name and address: street: (B)(6) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, before the balloon was placed during treatment of postpartum hemorrhage [pph], the patient had maternity contractions, resulting in blood loss of about 750 ml. Due to uterine atony. The doctor tried to stop the bleeding using gauze tamponade and contraction enhancing drugs, the hemostatic effect was not satisfactory, and the bleeding was still about 110 ml. The doctor placed the bakri tamponade balloon catheter into the patient's body through the vagina to stop the bleeding. No test was performed before using the balloon. The bakri balloon was injected with about 200 ml of saline and water, it was found the balloon was leaking. The procedure was completed by replacing the balloon with a new one. After the leakage occurred, the patient lost about 200 ml of blood. The total estimated blood loss was about 1,060 ml. No blood transfusion was performed. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.